Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power seal had an error occurred stating that the seal was not completed. The issue occurred during therapeutic type hysterectomy procedure, which was completed using a spare device. There were no reports of patient harm.